Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm even after battery change. Customer's blood glucose was 5.3 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window and missing the end cap sticker.